Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure which was completed as planned as the error message didn't impact the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the shutters were unavailable. A review of the system logfile confirmed the error in collimator shutter. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found errors in shutters. To resolve the reported issue, the fse reboot the system and performed the changes with cable rerouting. After reboot, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue didn¿t impact the completion of the procedure, and the procedure was completed as planned with no impact to patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.